Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). On (B)(4) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 10/21/2016 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a percutaneous pin spinal procedure, the surgeon was not satisfied with the placement of the screws. The surgeon brought in fluoro to check placement and decided to pull the screws out and place again. The surgeon opted to discontinue the use of the navigation system to continue the procedure to completion. Delay in therapy was approximately 10 minutes. There was no impact on patient outcome.